Event description:
The hcp reported that a concentration change was made, but a bridge bolus was not programmed. The pump was programmed at the new concentration for 30 minutes. No pt symptoms were reported. The pump was reprogrammed with bridge bolus, correct concentration and daily dose. Several attempts have been made to obtain add'l info without success. Further follow-up is not possible.